Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) level decreased to 2.4 mmol/l (43.2 mg/dl) while wearing the pod on the abdomen for between 24 and 36 hours. The paramedics were called and took off the patient's pod. The patient was treated with sugar water via intravenous therapy. The paramedics stayed with the patient for an hour and a half and waited two to three hours before putting a new pod on.